Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: it was reported that a spectrum pump had a nuisance upstream occlusion alarm. This occurred during routine testing prior to patient usage at geriatric 7n. There was no patient involvement. No additional information is available. Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a nuisance upstream occlusion alarm was not reproduced. A review of the event history log revealed upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification. Evaluation observed a false downstream occlusion during testing. The cause of the condition was determined to be an out of specification downstream sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.